Event description:
Report 5 of 5 for (B)(4). It was reported that during a meniscal repair procedure it was observed that the omnispan meniscal repair 27deg could not fire. According to the reporter, changed to another one to continue the surgery, after first firing, two plates were deployed at the same time. It was reported that the device changed to another one to continue the surgery and the same problem happened again. It was further reported that changed to another meniscal deployment gun as the firing trigger was damaged. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4 h4: the device expiration, serial/lot number, complete UDI and date of manufacture are unknown at this time. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: correction: upon subsequent follow-up with the reporter, additional information was obtained. The reporter confirmed that the event involved four devices and there was no failure with the meniscal gun device((B)(4)). Since there was no allegation of malfunction against this device, this complaint is not reportable. Therefore, the initial medwatch report is being retracted. If additional information should become available, a supplemental medwatch will be submitted accordingly.